Manufacturer narrative:
Additional information: patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was a posterior spinal fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no additional issues reported from the site and that the computer would not be replaced under warranty at the time of report.

Manufacturer narrative:
Patient information was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra-peri/operatively during the navigate task of a procedure the software restarted by itself while in trajectory 1 and 2 views. This is a repeat issue, the computer has been replaced 2 months ago. After restarting, the views could not be panned or zoomed. Case continued. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.